Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main drawer 1.1/1.2 causing station power failure. The field service engineer replaced drawer control boards and pyxis bus control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had blacked out. The customer stated that the pyxis machine went dark, not turning on. The customer tried to recover twice but issue stayed back causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.